Manufacturer narrative:
During troubleshooting with the olympus tac technician, they removed the videoscope cable which was plugged in to the front of the video system center. They tested the scope on two different working towers. Neither brought back an image. They tested a bronchovideoscope with a different serial number on both towers and there were no issues. The proceeded to clean the scope contacts with a 70% alcohol prep pad, letting the gold scope contacts air dry for 15 to 20 minutes. This did not resolve the no endoscopic image issue. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. Based on historical data, the failure mode was within expected parameters, possible causes include material problems like; degradation; inappropriate material. Mechanical problems like: leakage/seal; stress; deformation; wear and tear. Clinical imaging problem like radiofrequency induced overheating. Thermal problems like overheating. Environmental problems like: temperature; dust or dirt; humidity. These causes can occur between components such as circuit board; connector/coupler; electrical cable; electrical and magnetic; mechanical/structural cable; imager; lenses; optical fiber; handpiece, tip; mesh and marker without any design or manufacturing issue. That could lead to image defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the bronchovideoscope had no endoscopic image. The issue occurred during a diagnostic pulmonary bronchoscopy with a lavage procedure. The procedure was completed with an olympus back-up device. There were no reports of patient harm.